Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge shroud detached from the cartridge. The blood glucose level ranged from 268-287 mg/dl. Customer changed the cartridge to resolve the issue.